Event description:
Three endeavor sprint drug eluting stents were implanted in the rca during the index procedure. An angiographic complication of dissection occurred after the second and third stent were implanted.

Manufacturer narrative:
(B)(4).